Event description:
An optometrist reported that a pt was diagnosed with uveitis and spk (superficial punctuate keratitis) in their left eye associated with extended wear of focus night & day lenses. The pt initially presented in 2003 with a red, painful eye. No infiltrates were present. Treatment begun with pred forte 3 times a day for 4 days. Follow up visit 4 days later revealed incident had resolved. Meds discontinued and pt instructed to resume focus night & day lenses daily wear and build to extended wear. No further info is available at this time.